Event description:
It was reported that shaft break occurred. A 4.50 x 16mm synergy megatron drug-eluting stent was selected for treatment. However, during the procedure, the shaft became separated and broke. The device was removed, and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 4.50 x 16mm synergy megatron drug-eluting stent was selected for treatment. However, during the procedure, the shaft became separated and broke. The device was removed, and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy megatron mr ous 4.50 x 16mm was returned for analysis. A visual and tactile examination of the hypotube found a break at 56.5cm distal to the distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.